Event description:
It was reported that the patient¿s physician increased the right ventricle output due to unknown reason. The next day the patient presented to the emergency department with syncope and was admitted to the hospital. The subsequent day the patient¿s device was interrogated which revealed high ventricular rate episodes due to noise on both the atrial and ventricular channels. Oversensing was also noted during isometric testing. The physician made programming changes. The patient is being monitored.